Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had fallen. The physician attempted to reposition the lead; however, it could not be determined if the helix had retracted within the lead body. The lead was screwed in to a new position without visual confirmation. There was good sensing and impedance but the patient was in atrial fibrillation. After cardioversion, it was noticed that the lead had fallen once again. When the physician attempted to reposition the lead the helix could not be retracted and the physician felt that the lead was rough when turning in or out. The lead was explanted and replaced with a new lead. Upon exit from the body there was tissue showing at the lead tip. Rotation of the lead did not result in further retraction or extension of the helix. No patient complications have been reported as a result of this event.